Event description:
It was reported that a 9x80 mm stent was found collapsed about four months after placement. The 9x80 mm stent had been placed in (B)(6) 2024 due to a rupture of the cephalic arch area and an elastic recoil of a stenosis after angioplasty with an 8x100 mm balloon to treat a tight recurrent stenosis in the cephalic arch. Just after placement of the stent, the cephalic vein of the upper arm below the cephalic arch looked stenotic, even though it had a good size prior to stent placement. Post dilation did not improve the situation. However, the vessel had a good thrill and soft normal pulsation. Four months after stent placement, the patient was seen due to prolonged bleeding; the 9x80 mm stent was found collapsed and there was no flow through the stent. Initially, the physician was not able to pass a guide wire through the stent; after prolonged manipulation, a guide wire could be advanced through the stent and an additional stent, a 12x40 mm stent of a different brand, was placed within the collapsed 9x80 mm stent. Another seven weeks later, the area of the 9x80 mm stent, which was not expanded by the 12x40 mm stent, was found compressed as well. An additional 13x100 mm stent of another brand was placed. Reportedly, the patient expired a few months later due to other co-morbidities.

Manufacturer narrative:
H10: manufacturing review: investigation summary: the delivery system was not returned for evaluation, the stent remains implanted. Based on x-ray images provided compression of the stent diameter is confirmed. However, a specific device deficiency of the placed stent could not be verified. Based on information available, the reported compression of the diameter of a placed stent is confirmed. However, no damage or structural defects of the stent can be identified. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the instructions for use, e.g., "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath. Relaxed and avoid tension. Regarding choosing the size of the covered stent, the instructions for use states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.